Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare profession reported a pt with inflammatory keratitis of the right eye all three day lasik post-operative visit. At visit patient complained right eye irritation. Additional info from reporter indicated the pt's topical steroid dosage was increased and at additional post-operative visit it was noted the "inflammation almost completely resolved". At additional post-operative visit the slit lamp exam indicated "fading infiltrate" and it was indicated pt was referred back to primary eye care provider for routine follow up. Additional info has been requested. (B)(4).